Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0537724v, implanted: (B)(6) 2006, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) died on (B)(6) 2015 with no warning. The patient programmer showed an elective replacement indicator (eri) message and then and end of service (eos) message. The patient had worsening of tremor and stiffness. The ins had been programmed in continuous mode. The ins was replaced and after the replacement the patient had recovered without permanent impairment.